Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during a procedure performed on (B)(6) 2010 . According to the complainant, on (B)(6) 2011, a small area of mesh exposure was noted in the vagina. On (B)(6) 2011, another vaginal mesh exposure was observed. The mesh was excised on (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction as of may 27, 2016: the patient also until recently presented with history of urinary infections and vaginal pain.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during a procedure performed on (B)(6) 2010 . According to the complainant, on (B)(6)2011, a small area of mesh exposure was noted in the vagina. On (B)(6) 2011, another vaginal mesh exposure was observed. The mesh was excised on (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.